Manufacturer narrative:
(B)(4).

Event description:
It was reported a strip for an asymptomatic patient was reviewed in the clinic during a routine checkup. Device interrogation revealed nonsustained and nonsustained right ventricular oversensing episodes followed by intermittent noise episodes. The lead was capped and replaced. The patient condition is stable.